Event description:
According to the reporter: the instrument broke during use. All parts were retrieved. No ill effect to the pt. No additional info available at this time.

Manufacturer narrative:
(B)(4).